Event description:
It was reported that during a video assisted thoracotomy lung wedge resection procedure, the device was removed from the packaging. When the surgeon attempted to fire, he noticed that the safety did not engage. Upon releasing the jaws, the lung tissue had been cut, and all the staples were completely malformed. At this point, the cartridge fell out of the device. The cartridge was removed from the patient's thoracic cavity and inspected. The cartridge pan had detached from the cartridge and halfway along the cartridge if the drivers appeared malformed. The surgeon continued to use the same gun with new reloads, firing it six times with no incident.